Event description:
It was reported that an ilet user experienced hyperglycemia after the pump stopped delivering insulin following an out-of-insulin alert and subsequent disconnection for charging, with reports indicating incorrect supply change steps and user difficulty interacting with the touchscreen before it timed out. Symptoms included elevated blood glucose. Outcomes included troubleshooting, education, and transition to backup therapy with follow-up planned with the healthcare provider. Investigation included review of device alerts and usage reports and provision of user education. Investigation of this case revealed insulin delivery interruption associated with user handling, including failure to address the out-of-insulin alert and improper supply change, with no allegation of device malfunction; touchscreen behavior was explained as a safety feature. It was concluded, based on previously established findings for similar reports, that user technique and operational use contributed to the event.